Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer had a low blood glucose incident. The customer's blood glucose was 25 mg/dl at the time of incident and the paramedics were called for assistance. The customer did not provide further information about the hospitalization. The customer declined to return the insulin pump for analysis.